Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-06767 and 2134265-2016-06765. It was reported that automatic pullback failure had occurred. During a procedure, a motordrive unit 5 was used in conjunction with an unknown sled and unknown catheter. However, the motordrive unit 5 would not pullback. It was verified that imaging was fine and the sled was changed out, but the mdu5 would not perform automatic pullback. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for analysis. The device was received with a damage upper case. A visual inspection identified a loose connection between the lemo cable pca connector and the backplane board. The lemo cable was reconnected to the backplane board and tested. Reconnection resolved the problem. Inspection of the mating connectors did not identify any anomalies with the material or its dimensions. There is adequate strain relief in the lemo cable to enable a secure fit; the distance between the purple strain relief and the end of the lemo cable is within spec. Investigation indicated that the failure occurred after some extent of product use. No other issues noted with the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2016-06767 and 2134265-2016-06765. It was reported that automatic pullback failure had occurred. During a procedure, a motordrive unit 5 was used in conjunction with an unknown sled and unknown catheter. However, the motordrive unit 5 would not pullback. It was verified that imaging was fine and the sled was changed out, but the mdu5 would not perform automatic pullback. The procedure was completed with a different device. No patient complications reported.